Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed the followings; the manufacturing history (DHR) confirmed no irregularity. Defect of the charge coupled device (ccd) was noted. Disconnection of the cable was noted. Omsc guessed that the reported event was caused by defect of ccd and disconnection of the cable. There is possibility that the defect of ccd was caused by aging and disconnection of the cable was caused by excessive stress. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The customer connected this device to the endoscope, but endoscopic image was not displayed. There was no report of patient injury associated with this event.